Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that prior to the lead explant and replacement, the patient was suspected of having twiddler's syndrome.

Manufacturer narrative:
Correction: b5 product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the lv1/distal conductor was fractured in-vivo in the anchoring sleeve area. The analyst noted that the distal conductor was fractured at 19 cm from the connector pin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead triggered for high-rate non-sustained episodes (hrns) and sensing integrity counter (sic). Additionally, the lead displayed noise, oversensing, and undefined high pacing impedance. It was further reported that the rv lead was explanted via laser lead extraction. It was further reported that prior to the lead explant and replacement, the patient was suspected of having twiddler's syndrome. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 3207 bi-defrib implanted (B)(6) 2008 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead triggered for high-rate non-sustained episodes (hrns) and sensing integrity counter (sic) in addition to two hundred ninety-five short v-v interval, noise, oversensing, and undefined high pacing impedance. It was further reported that there was oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) lead was explanted via laser lead extraction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.